Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient was diaphoretic and incoherent which lead to his sister calling emergency medical service. The patient was unable to recall the cgm/bg values at the time of the event; however, he confirmed his cgm displayed a low value and his bg per ems was 30 points lower than his cgm value. The patient was treated with glucose tablets and orange juice. When he became more coherent, he declined transportation to the hospital. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.